Event description:
It was reported that during ilet setup the user could not select the on-screen confirmation to proceed with the fill tubing step, and the screen remained unresponsive despite a pump restart and use of new supplies, after which a replacement device was shipped and the affected device was shut down. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alarms.

Manufacturer narrative:
Investigation included customer interview and troubleshooting. Investigation of this case revealed a nonresponsive touchscreen consistent with a device display or user interface malfunction. It was concluded that the device exhibited a screen response failure and the user transitioned to a replacement unit. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.